Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, display of cardiosave intra-aortic balloon pump (iabp) became distorted and a static storm appeared. There was no injury or harm reported.

Manufacturer narrative:
Updated fields:b4; b5; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, component code; h11. Corrected fields: e1 event site address; g1 contact person ¿ mfg site. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse could reproduced the symptoms but did not continue, display (0160-00-0127) was replaced. Work was performed based on the service manual. Results were good.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h6 (investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse could reproduced the symptoms but did not continue, display (0160-00-0127) was replaced. Work was performed based on the service manual. Results were good. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept.the failure analysis and testing dept. Received part number 0160-00-0127 assembly display top lcd serial number n/a with a reported unit failure of display became distorted and snowy.the failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition.the failure analysis and testing dept. Installed part number 0160-00-0127 assembly display top lcd serial number n/a into the cardiosave test fixture serial number (B)(6) and tested the display to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The display passed all testing.the fat dept. Then pumped the cardiosave for 2.5 hours.the fat dept. Could not replicate the complaint of the display becoming distorted and snowy.the display passed testing.retaining the display in the fat dept. Per procedure number 0002-07-d008 rev. Au.

Event description:
N/a.